Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a bun value of 1.66 mmol/l and repeated as 8.11 mmol/l. The bun reagent lot number was 572188. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer changed a sample probe.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Further investigations have determined the issue is consistent with incorrect pre-analytic sample handling.